Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported there was a power on reset (por) message. The therapy had turned off and it was reset to shipping parameters. The patient saw the por/call your doctor message on the patient programmer (pp) screen when they went to decrease the stimulation. They were trying to decrease the stimulation because her implant was giving her some problems. The patient was in pain from the stimulation; it was causing a stinging pain. It felt like ¿shock waves through the genital area¿. It also felt like there were contractions that would come and go in the bicycle seat area. The painful sensations had subsided and currently the patient wasn¿t feeling uncomfortable stimulation. There were no trauma/falls related to the issue. The patient couldn¿t think of anything that she would have been around lately to have caused any electromagnetic interference (emi) in the last 2 days. They had painful stimulation the day prior to report and the por was seen on the day of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.